Event description:
It was reported "once inserted in to artery excessive blood leaking around insertion site and directly out of cannula near miss-noted straight away. Product removed and new cannula used." The patient's current condition is reported as "unknown". An attempt was made to contact the customer to gather additional information no response has been received at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "once inserted in to artery excessive blood leaking around insertion site and directly out of cannula near miss-noted straight away. Product removed and new cannula used." The patient's current condition is reported as "unknown". An attempt was made to contact the customer to gather additional information no response has been received at the time of this report.